Event description:
A 64 y/o male with air embolism in brain post robotic navigation lung biopsy. Admitted to neuro ICU and then transferred to higher level of care, hyperbaric treatment. Patient expired.